Manufacturer narrative:
Additional information: patient identifier now provided from the site.

Manufacturer narrative:
The suspect door bracket slides were returned to the manufacturer for evaluation. Visual inspection found that the screws that hold the slides in place were physically damaged.

Manufacturer narrative:
The door winch assembly was returned to the manufacturer for analysis. The assemble passed visual inspection. No physical damage found on winch unit. The assemble passed bench test. The motor and gears were ran on a test cart, all functioned as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that they found the slides for the gantry at the bottom of the gantry. To resolve the reported issue, the slider brackets were replaced and the door winch assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect door winch assembly and slider bracket have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the door of the gantry would not open. The representative was able to manually open the gantry door to resolve the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.